Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 51227832.

Event description:
It was reported that the patient's percutaneous leads had migrated. The patient underwent leads replacement procedure. The explanted percutaneous leads will be returned.

Event description:
It was reported that the patients percutaneous leads had migrated. The patient underwent leads replacement procedure. The explanted percutaneous leads will be returned. Additional information was received that the patient was experiencing inadequate pain relief on a specific side due to lead migration.

Manufacturer narrative:
The returned percutaneous leads (sc-2218-50 sn (B)(6)) were analyzed and it showed that no anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. With all the available information, boston scientific concludes the reported event was confirmed. The allegation of lead migration was confirmed in the field. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device.